Event description:
It was reported that during the patient's prophylactic generator replacement surgery, the lead coil was observed to look a bit damaged near the connector pin. The insulation near the connector pin appeared abraded. The impedance was ok, so the surgeon opted not to replace the lead at that time. No additional relevant information has been received to date. No known relevant surgical intervention for the suspect device has been received to date.